Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could be not be determined. Factors that contribute to suture detachment may include, but not limited to, manufacturing, suture pulled until breaks. Factors that contribute to loss of arterial access may include, but not limited to, manufacturing, user does not gently pull the device back to position the foot against the wall. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a peripheral angioplasty interventional procedure using a 6f sheath. Reportedly, a suture break occurred during removal of the device. The access site was then lost. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. Although a delay in the procedure was reported, there was no subsequent patient harm as a result of the delay other than the need for the additional form of closure. No additional information was provided.